Event description:
It was reported that bd nexiva leaked at the hub. The following information was provided by the initial reporter: upon inserting the nexiva IV into the patient, blood leaked all over the patient and the clinician. When attaching the maxzero needlefree connector and flushing with saline, the saline leaked through the hub of the extension tubing. The patient had to have another IV inserted, which was difficult for the patient and clinician as this patient was already a difficult IV start.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 physical sample submitted for evaluation. The reported issue of leakage at adapter tubing junction was confirmed upon inspection and testing of the sample. Analysis of the sample showed there is damage to different sections of the luer. Bd determined that the cause of the failure was potentially the damage observed on the luer, although a definitive cause could not be established as this is a used sample. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.